Event description:
Post-operatively, it was noted that the pt was not moving their left side and still was not moving the left side the following day. The pt demonstrated left hemiplegia and left sensory deficit. The CT scan was negative. The pt received physiotherapy. (Avert).